Manufacturer narrative:
Corrected information was provided in h.6. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
The research article published with a purpose to evaluate the long-term posterior capsule opacification (pco) formation, and glistening rate of the hoya vivinex (xy1) iol compared to alcon acrysof (sn60wf). The study was conducted in 87 subjects that underwent cataract surgery with iol implantation, with 67 patients completing the 3-year follow-up. The completer population consisted of 32 subjects implanted with xy1 and 35 implanted with sn60wf. Primary endpoints consisted of the evaluation of glistenings and measurement of pco. Secondary outcomes included best corrected distance visual acuity (bcva), contrast acuity (ca), uncorrected visual acuities, subjective refraction, medical and lens complication rates, adverse events, and optical/visual symptoms. Follow-up visits occurred at 6-months, 1, 2 and 3-years. The study results stated at 3-years follow-up, mean pco score was 0.121 +/- 0.193 for eyes implanted with vivinex versus 0.239 +/- 0.463 for acrysof (p = 0.026). The vivinex iol showed statistically significantly lower glistening occurrence through 3-years postoperatively (0.14 +/- 0.26) compared to acrysof (1.79 +/- 1.43; p less than 0.0001). Postoperative visual acuities improved from baseline in both iol groups (p less than 0.0001), and remained stable through the 3-year follow-up period. The study was concluded as eyes implanted with a hoya vivinex iol exhibited significantly lower occurrence of glistening at 3-years versus alcon acrysof (p less than 0.0001). Incidence of pco was very low and comparable in both vivinex and acrysof eyes. This file belongs to one patient in which hemorrhage was detected after alcon acrysof lens implantation. Auffarth gu, et al. Randomized multicenter trial to assess posterior capsule opacification and glistenings in two hydrophobic acrylic intraocular lenses. Nature portfolio scientific report.2023;13:1-9.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records could not be reviewed because the literature report did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.